Event description:
The information was received from the consumer via a company representative for solera screw regarding a spinal therapy. It was reported that the solera screw was broken after the surgery. On (B)(6) 2018: the patient underwent a lumbar surgery that include implantation of capstone peek implant x 4, mastergraft granules, grafion orthoblend demineralized bone matrix, autologous bone graft harvested from lumbar decompression via luken suction trap and cd horizon solera sextant 0.475mm cannulated spinal reduction screw system performed by (B)(6) m.d. On (B)(6) 2019, dr. (B)(6) first suspected that a pedicle screw had broken and ordered a CT scan. On (B)(6) 2019, dr. (B)(6) ordered and"reviews additional x-ray films of the lumbar spine, which revealed a broken s1 screw. On (B)(6) 2019, the patient underwent another lumbar surgery at l4-5 and l5-s1 level to remove the screws originally placed during the procedure on march 8,<(>,<)>2018. Further, the procedure of (B)(6) 2019, was performed by (B)(6) m.d. During the procedure of (B)(6) 2019, it was found that the screws at the s1 level were fractured. The patient has suffered serious, permanent personal injury; pain and suffering and loss of normal life. It was suspected that the failure was due to inadequately designed the screw system and failed to design the screws that withstand the rigors of everyday activities of daily life. Updated information received from representative state that on (B)(6) 2018: name of procedure lumbar hemilaminectomy, foraminotomy, medial facetectomy l4·6 and l5-s1 from the left ipsilateral and contralateral decompression of ligament for central canal stenosis l4-5 and l5-s1 autologous bone graft harvesting via luken suction trap. Primary transforaminal lumbar interbody fusion of l4-s1 from the left primary posterior lumbar spinal instrumentation l4-5 and l5-s1 bilaterally fluoroscopy for confirmation of surgical level, placement of peek spacers and instrumentation. Intraoperative microscope for micro-dissection technique intraoperative neuromonitoring: free run emg and pedicle screw monitoring patient was a 35 y/o female who presented to the office with complaints of worsening low back pain and bilateral - lower extremity pain, left greater than right with radiation to the ankle and! The top of the foot. In addition to the pain and numbness, she was also having increasing difficulty with ambulation secondary to pain. On review of the most recent MRI, she does have lumbar spondylosis with degenerative changes with spondylolisthesis of the l5-s1 level. Unfortunately, she also has severe degenerative changes with near complete disc height loss at the l4-5 level. The patient underwent multiple conservative treatment options including, medication management, physical therapy and interventional pain management without significant or long-term relief of symptoms. After review of imaging studies, correlation of physical findings and failure to improve with conservative treatment options, I did offer her a transforaminal lumbar interbody fusion of the l4-5 and lo-si levels to decompress the foramen and neural once we marked our incision sites, a surgical timeout was taken to confirm this was the correct patient, we were working at the correct levels and that the preoperative antibiotics were given in a timely fashion. We then were able to infiltrate with 1% lidocaine with epinephrine and then open with a 10 blade. Once this was completed, we were able to dissect with a bovie cautery down to the lumbar dorsal fascia, we were then able to open the lumbar dorsal fascia and use the trocars and multipleap and lateral fluoroscopy images to place the k-wires into l4, l5 and the k-wires into s1 bilaterally. After this was completed, we were then able to open the fascia from k-wire to k-wires unilaterally and then used a mast quadrant dilating retractor system with flex arm to dilate over the l4-l5 facet. Once we dilated over the l4-l5 facet we were able to position the retractor and confirm its location with lateral fluoroscopy. We were then able to bring in the high-speed drill and the intra-operative microscope to assist with the micro dissection portion of the procedure, we then drilled out the l4 lamina to expose the ligament at l4-5 and then resected the ligament to expose the traversing l5 root and the annulus of the disc space. We were also able to decompress the central canal by resecting the ligament on the ipsilateral and contralateral side with foraminotomy kerrison¿s. We then completed our foraminotomy of l4-5 to decompress the traversing l5 root and exiting l4 root using foraminotomy kerrison¿s and straight kerrison punches. All bony fragments were collected via luken suction trap for autologous bone graft harvesting. Once we were happy with our decompression, we then did an annulotomy and aggressive discectomy with the pituitary rongeurs. The endplates were then properly prepared removing alt disc material as well as the cartilaginous endplates, using a series of paddle shavers and serrated curettes. Once the endplates and the disc space were prepared, we were able to size the patient for an 8x26mm graft using trial spacers, the disc space was thoroughly irrigated, and meticulous hemostasis was completed using bipolar cautery. The disc space was then packed with grafton demineralized bone matrix, mastergraft granules and autologous bone graft. Once this was completed, we were then able to pack the peek implant with the same mixture and then implanted it into the l4-15 interspace. We then confirmed the placement of the graft with intraoperative fluoroscopy, once we were happy with the placement of the graft, we were then able to irrigate with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. We were then able to explore the foramen again at the l4-l5 levels to ensure adequate decompression. After this was completed, we were then able to extend the fascia from k-wire to k-wire unilaterally and then used a mast quadrant dilating retractor system with flex arm to dilate over the l5-s1 face; once we dilated over the l5-$1 facet we were able to position the retractor and confirm its location with lateral fluoroscopy, we were then able to bring in the high-speed drill and the intra-operative microscope to assist with the micro dissection portion of the procedure. We then drilled out the remainder of the l5 lamina to expose the ligament at l5-s1 and then resected the ligament to expose the traversing si root and the annulus of the disc space. We were also able to decompress the central canal by resecting the ligament on the ipsilateral and contralateral side with foraminotomy kerrison¿s. We then completed our foraminotomy of l5-s1 to decompress the traversing si root and exiting l6 root using foraminotomy kerrison¿s and straight kerrison punches. All bony fragments were collected via luken suction trap for autologous bone graft harvesting. Once we are happy with our decompression, we then did an annulotomy and aggressive discectomy with the pituitary rongeurs. The endplates were then properly prepared removing all disc material as well as the cartilaginous endplates, using a series of paddle shavers and serrated curettes. Once the endplates and the disc space were prepared, we were able to size the patient for a 28x8mm elevate expandable interbody graft using trial spacers. The disc space was thoroughly irrigated, and meticulous hemostasis was completed using bipolar cautery, the disc space was then packed with grafton demineralized bone matrix, mastergraft granules and autologous bone graft. Once this was completed, we were then able to pack the implant with the same mixture and then implanted it into the ls-s1 interspace, we then confirmed the placement of the graft with intraoperative fluoroscopy. We were then able to expand the graft to maximum safe elevation. Once we were happy with the placement of the graft, we were then able to irrigate with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. We were then able to explore the foramen again at the l6-s1 levels to ensure adequate decompression, we were feeble to then remove the quadrant dilator system and then move onto the pedicle screw portion of the case. We were able to dilate over each of the k-wires individually. Once we dilated, we were then able to tap using a 6.5mm tap. We were then able to place 7.5x50mm screws using the sextant reduction system into the l4 and l5 pedicles bilaterally and 7.5x45mm screws into the s1 pedicles bilaterally, once all of the screws were placed, we used neuromonitoring probes with stimulated emg to ensure appropriate placement, all impedances were within acceptable limits we then were able to hook up the sextant swing arm system and were able to swing a 60mm rod in between the heads of the u, l5 and si screws bilaterally using a cephalad to caudal approach, we were then able to reduce down onto l5 and locked down the screws with the cap screws, once this was completed, we were able to lock down the screws at l4 and s1, all of the screws were torqued to the appropriate torque, and then the sextant system was removed and final ap and lateral fluoroscopy images were taken. Once we were happy with the final ap and lateral fluoroscopy images, we irrigated with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. We were then able to dose the fascia with 0 nurolon and use intramuscular maroalne for postoperative pain control. We were then able to close the skin with 2-0 and 3-0 vicryl, mastlsol, stert-strips, telfa, and biooclusive dressing.in addition to intra-operative pedicle screw testing, we were also running free-running emgs throughout the case. All irritation noted at the beginning of the procedure was completely resolved at dosing. Overall, the patient did very well and went to postoperative recovery in stable condition. Radiology report: total fluoroscopic time was 4 minutes 6 seconds. Examination demonstrate posterior fusion and discectomy at l4, l5 and s1. Impression: intraoperative view of lumbar spine. On 21(B)(6) 2018: patient came for follow up visit and at this time, she is doing well and offers no specific complaints. Incisions are healing without concern and neurologically she is stable. Activity restrictions as well as signs and symptoms to report were described to the patient in detail. To assist with pain, we offered a prescription for percocet as well as valium. On (B)(6) 2018: patient on her follow up visit had spine xray lumbosacral min of 4 views and results include plain films of the lumbar spine, ap and lateral with flexion-extension views are obtained and reviewed. There is evidence of diffuse lumbar spondylosis with lumbar interbody fusion at the l4 5 and l5-s1 level. There is no evidence of screw loosening hardware failure noted. There are no further anterior subluxations, fractures or lytic lesions noted. At this time, she is doing well. Incisions are healed and offer no concerns. Neurologically, she is stable. We did obtain plain films in the office today which does show good placement of the lumbar instrumentation. On (B)(6) 2018: patient came for follow-up and to review her x-rays from her last visit. The instrumentation is all intact and clinically she is doing fairly well at this time. She does have some neck and thoracic pain and I did review her imaging studies from carbondale. She does have some mild degenerative changes and I think we can get her set up with dr. Burchill for some possible injections. I did tell amber I would like to see her back in 3 months with a new CT scan of her lumbar spine to better evaluate her instrumentation and fusion. On (B)(6) 2018: patient had CT lumbar spine without contrast. Vertebral bodies demonstrate no acute compression fracture or subl uxation. Disc spacer material is noted at l4-l5 and l5-s1. There is scattered moderate facet arthropathy. The posterior fusion hardware demonstrates no hardware loosening or fracture. There is no significant facet arthropathy in the lumbar spine above the level of surgery. There is no lytic or blastic lesion. There is no displaced fracture. Small posterior anterior disc osteophytes are noted from l4-s1. There is a linear lucency through the posterior right l4 lamina on image 54. L1-l2: normal l2-l3: normal l3-l4: small broad-based disc bulge and facet arthropathy with no central or neural foraminal narrowing. L4-l5: posterior disc osteophytes and facet arthropathy with no significant central or neural foraminal narrowing. L5-s1: narrowing and facet arthropathy with postsurgical changes with no central, but moderate bilateral neural foraminal narrowing. Limited views of the soft tissues are unremarkable. Impression: 1.no acute compression fracture or subluxation. 2. Linear lucency in the posterior right lamina at all of may represent a chronic process versus subtle fracture. 3. Postsurgical changes from l4-s1 with stable posterior fusion hardware without evidence of hardware fracture or lucency. 4. Scattered degenerative disease with moderate bilateral neural foraminal narrowing at l5-s1. On 4-september-2018: patient came for follow-up and to review her imaging studies of the lumbar spine. All of her instrumentation appears intact and clinically she is doing well although she does have some residual back pain and leg pain. On (B)(6) 2018: patient came for follow-up and to review her imaging studies lumbar spine. All of her insurance mentation is intact however clinically she is still having back and thoracic pain. She may be a good candidate for spinal cord stimulator however I would like to see her back in (B)(6) with a new CT scan of the lumbar spine. If she appears to be fusing, we may do another MRI if the pain continues. On (B)(6) 2019, post op in her follow-up visit to review her x-rays of the lumbar spine. All of her instrumentation appears intact however surgeon was concerned that she may have a fracture along the s1 screws as seen in one of the images. She is still having a significant degree of back pain and therefore I do think it is worthwhile to get a CT for 2 reasons first to see if there is any damage to her s1 screws which could explain her pain and second to check on her fusion. On (B)(6) 2019: patient came for follow-up and to review her imaging studies of the lumbar spine. Unfortunately the CT scan was denied and therefore it is difficult to say for sure whether there is any wallowing of the remaining screws however we did repeat her flexion-extension films today with a deep flexion which did show some gapping and the s1 screws are clearly broken. Because of this I did offer her to revise the posterior pedicle screw instrumentation and change it out for stainless steel instrumentation which is stronger. I did explain the risks and benefits of this procedure with her at length and she would like to proceed. On (B)(6) 2019: patient came for follow up visit. She presents with pain. The symptoms occur constantly. Currently the patient states that the symptoms are moderate. The pain is described as constant, hot burning, pressure, tingling, shooting, spasms, stabbing and throbbing. She rates her current pain as 6/10. The symptoms are aggravated by activity, changing positions, exercise, lifting, laying down, sitting, standing, walking, work. Amber states that the symptoms are relieved by heat ice laying down medications sitting and rest. She has tried physical therapy after surgery and has not tried chiropractic¿s. She is not on a blood thinner. On (B)(6) 2019: patient came for follow up visit and she recommend surgery for replacement of her fractured bilateral s1 screws has been denied by her insurance even though the instrumentation failure itself was not cause by pseudoarthrosis or poor healing secondary to her smoking but from primary mechanical failure of the instrumentation. Currently, symptoms are more severe and significantly affecting her activities of daily living. She is now having increasing difficulty with gait abnormality secondary to inversion of the left foot and weakness in the left lower extremity which was not present on previous exam. In addition, on plain films obtained in the office today there is increased displacement of the bilateral fractured s1 screws with increased mobility of the posterior instrumentation. We have offered a referral for a second opinion to assist with approval with insurance. She has currently been on chantix for 4-6 weeks and it is still our recommendation for revision of her posterior instrumentation with stainless steel screws. On (B)(6) 2019: the patient was explained that in order to have her surgery she must be smoke free for 4 weeks and have the labs to prove it. This is the second time her surgery has been denied for this reason. On (B)(6) 2019: patient complaints for pain. The problem is worse. She rates her current pain as 7/10. On (B)(6) 2019: patient came for follow up visit and second opinion for recommendations for surgery for failed hardware. Amber was evaluated by dr. Vargas and he did agree that she does in fact have broken screws at the s1 level which needs to be addressed with surgical correction. We would not recommend consideration for a pain pump or spinal cord stimulator secondary to the fact that she is primarily dealing with pain associated with the failed instrumentation and a pain generator that may dramatically improve with surgical revision of her screws. We will resubmit recommendations for revision of posterior instrumentation with dr. Vargas' notes confirming failure. On (B)(6) 2019: patient came for follow up visit she presents with pain. The problem is fluctuating. She rates her current pain as 5/10. On (B)(6) 2019: patient came for follow up visit and she state that she needs to pre-certify the surgery, and therefore, we will await to hear from her with an authorization number. Once obtained, we will schedule her for a revision of her posterior pedicle screw instrumentation from l4-s1 bilaterally. On (B)(6) 2019: patient received a message from courtney from heins agency and the patient¿s surgery has been denied due to her smoking. Nurse gave her a call to ensure she was aware of this, once again patient was told we are not doing anything further until she quits smoking. On (B)(6) 2019: surgery has been scheduled with (B)(6) do on (B)(6) 2019, appointment for preop registration and preop testing is scheduled on (B)(6) 2019 and appointment for preop history and physical and medical clearance is scheduled 0n (B)(6) 2019 at hrmc. Post op appointment at orthopaedic institute- herrin on (B)(6) 2019. On (B)(6) 2019: patient came for follow up visit and she was present with pain. The problem is fluctuating. She rates her current pain as 6/10. On (B)(6) 2019: MRI of the lumbar spine without contrast: multiplanar, multisequence mr imaging of the lumbar spine was performed without contrast. There are no comparison studies. Sagittal images demonstrate moderate susceptibility artifact related to posterior fusion hardware at l4 through s1. There is grade 1 anterolisthesis of l4 relative to l3. Moderate type 2 endplate changes at l4-5 and l5-s1. Sagittal stir images show no evidence of marrow edema. The conus tip is visualized at the l1 level; it appears unremarkable. The axial images are reviewed level by level. L5-s1: previous instrumented fusion is noted. There is normal patency of the spinal canal and neural foramina. There is no obvious disc herniation. L4-5: previous instrumented fusion with normal patency of the spinal canal and no evidence of significant neural foraminal narrowing or recurrent disc herniation. L3-4: grade 1 spondylolisthesis with mild posterior uncovering of the disc and bilateral facet overgrowth is present. No disc herniation is identified. There is normal patency of spinal canal. Mild bilateral neural foraminal narrowing is present. L2-3: unremarkable. L1-2: unremarkable. Impression: 1. Evidence of previous instrumented posterior fusion at l4-5 and l5-s1, with moderate susceptibility artifact associated with the hardware. There are no specific MRI findings to indicate pseudoarthrosis. CT would be more sensitive to evaluate for hardware failure. 2. Moderate type 2 endplate changes are noted at l4-5 and l5-s1. 3. No evidence of spinal stenosis is identified. There is no obvious disc herniation. Grade 1 spondylolisthesis is present at l3-4. There is mild bilateral neural foraminal narrowing at l3-4. On (B)(6) 2019: name of procedure: ¿ removal of posterior pedicle screws l4, l5 and s1 with interconnecting rods ¿ replacement of bilateral posterior pedicle screws. L4, l5 and s1 and interconnecting rods with stainless steel instrumentation. ¿ lumbar facet arthrodesis l4-s1 bilaterally ¿ fluoroscopy for confirmation of surgical level, placement of peek spacers and instrumentation. ¿ intra-operative neuromonitoring: free run emg and pedicle screw monitoring. Patient is a 37 y/o female who presented to the office with complaints of worsening low back pain and bilateral lower extremity pain after having a fairly successful lumbar interbody fusion of the l4-s1 level. Unfortunately, symptoms recently worsened, and therefore, we did obtain plain films in the office as well as a CT scan of the lumbar spine which did offer concerns regarding fracture of the bilateral s1 screws. The patient underwent multiple conservative treatment options without significant or long-term relief of symptoms. After review of imaging studies, correlation of physical findings and failure to improve with conservative treatment options, I did offer her a revision of his posterior instrumentation with stainless steel screws to assist with fusion at the l5-s1 level. We did discuss that if this fusion was riot successful that it may be necessary to refer her for consideration future. The risks and expected benefits of the procedure were described to the patient in detail including bleeding, infection, paralysis, coma, death need for reoperation, and failure to improve as well as a host of other complications that can occur with this type of surgery in general. Patient understood the risks and benefits and wished to proceed with surgery. The physician assistant assisting with this procedure was utilized throughout the procedure for positioning, retraction, instrumentation placement, wound closure, and dressing application. Her participation as a surgical assistant was necessary and appropriate. Procedure in detail: the patient was brought to the operative suite and put under general anesthetic. Once under general anesthetic, she was then turned onto the jackson table and we padded all the appropriate points. Once we padded all the appropriate points, she was then prepped and draped in a sterile fashion using a s-minute duraprep scrub, sterile towels, loban, and sterile drapes. Once this was completed, we were able to bring in ap and lateral fluoroscopy and mark our incision sites. Once we marked our incision sites, a surgical timeout was taken to confirm this was the correct patient, we were working at the correct levels. And that the preoperative antibiotics were. Given in a timely fashion. We then were able to infiltrate with 1% lidocaine with epinephrine and then open with a 1o blade. Once this was completed, we were · able to dissect with a bovie cautery down to the lumbar dorsal fascia. We were then able to open the lumbar dorsal fascia and dissect down over the previous instrumentation. The physician assistant and I were able to remove the cap screws and the interconnecting rod on the right and then removed the l4 and l5 screws and replaced them with 27.5x5omm stainless steel screws. We then were able to remove the fractured screw at s1 and replaced it with an 8.5x45mm stainless steel screw. After this was completed, we were then able to cut a 6.35 x55mm rod and placed it in between the heads of the l4, ls and s1 screws and locked it down with cap screws. We then were able to infiltrate with 1% lidocaine with epinephrine and then open with a 10 blade on the left. Once again, we were able to dissect with a bovie cautery down to the lumbar dorsal fascia. We were then able to open the lumbar dorsal fascia and dissect down over the previous instrumentation. The physician as sistant and I were again able to remove the cap screws and the interconnecting rod on the left and then removed the l4 and l5 screws and replaced them with a 7.5x5omm stainless steel screw. We did find that the s1 screw on the left was also fractured. We then were able to remove the fracture screw at s1 and replaced it with an 8.5x45mm stainless steel screw. After this was completed, we were then able to cut a 6.35mm rod and placed it in between the heads of the l4, l5 and s1 screws and locked it down with cap screws. All of the screws were torqued to the appropriate torque, and then we obtained ap and lateral fluoroscopy images. Once we were happy with the final ap and lateral fluoroscopy images, we irrigated with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. The physician assistant was then able to close the fascia with o nurolon and use intramuscular marcaine for postoperative pain control. She then closed the skin with 2-0 and 3-0 vlcryl, mastisol, steri-strips, telfa, and biooclusive dressing. In addition to intra-operative pedicle screw testing, we were also running free-running emgs throughout the case. All irritation noted at the beginning of the procedure was completely resolved at closing. Overall, the patient did very well and went to postoperative recovery in stable condition. Radiology report: multiple intraoperative views of the lumbar spine were performed and demonstrate posterior fusion and discectomy again noted at l4, l5 and s1. On (B)(6) 2019: patient came for follow up visit she is now approximately 6 weeks s/p her revision of her lumbar fusion and is doing well. Incision is healed and neurologically, she is stable. Activity restrictions as well as signs and symptoms to report were described to the patient in detail. To assist with spasm, we did offer a refill on her valium and for pain, we did refill her percocet. She will follow up with us in 6 weeks to check her progress. On (B)(6) 2020: patient came for follow up visit at this time, she is doing well and offers no complaints. Incisions are healed and neurologically, he is stable. Activity restrictions as well as signs and symptoms to report were described to the patient in detail. She voiced understanding and will follow up with us in 3 months with CT scan of the lumbar spine without contrast to assess her fusion. To assist with pain, we did offer a prescription for norco and baclofen for spasm. She will continue pain medication with pain management in the future. On (B)(6) 2020: patient came for follow up visit to review her imaging studies of the lumbar spine. Unfortunately her CT was denied sewed is difficult to say for sure whether she is fused however all of her instrumentation appears intact. I would like to see her back in 6 months to check on her progress. On (B)(6) 2020: patient came for follow up visit to review her imaging studies the lumbar spine. All of her instrumentation is intact however she is still having severe neck and thoracic pain as well as some back pain. I would like to start some physical therapy with her cervical spine and we will work on getting the cervical spine MRI to better evaluate her arm pain. I look forward to seeing her at her next visit. On (B)(6) 2020: patient had frontal chest exam. Compared to (B)(6) 2019. Heart size and general mediastinal contour remain within normal limits. There has been development of multiple patchy densities over the right lung and questionable mild infiltrate in the left lung. There is no pneumothorax or pleural fluid impression: 1. Interval development of bilateral densities much more noticeable on the right suggesting pneumonia. Follow-up radiography is recommended. Patient also had cta chest exam. There is less than optimal contrast opacification of the pulmonary arterial. No central pulmonary emboli are seen. The distal subsegmental arteries are not adequately evaluated. Heart size is within normal limits. Thoracic aorta is unremarkable. There are prominent mediastinal and high or lymph nodes. The right lung reveals moderately severe infiltrate throughout with areas of lobar consolidations suggesting pneumonia. The left lung is relatively clear. No central vascular congestion or pleural fluid. No pneumothorax. The bones are within normal limits. Impression: 1. There is less than optimal contrast opacification of the pulmonary arterial. No central pulmonary emboli are seen. The distal subsegmental arteries are not adequately evaluated. 2. Severe infiltrates in the right lung suggesting pneumonia. Less likely atypical asymmetric pulmonary edema. Correlate compared.

Manufacturer narrative:
Hcp review for radiographic image review result states ap lateral xrays post op 3/19 l4-s1 posterior interbody fusion. Both s! Screws are fractured. Fusion status is unknown. Hardware placement otherwise appear appropriate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from the consumer via a company representative for solera screw regarding a spinal therapy. It was reported that the solera screw was broken after the surgery. On (B)(6) 2018: the patient underwent a lumbar surgery that include implantation of capstone peek implant x 4, mastergraft granules, grafion orthoblend demineralized bone matrix, autologous bone graft harvested from lumbar decompression via luken suction trap and cd horizon solera sextant 0.475mm cannulated spinal reduction screw system performed by (B)(6), m.d. On (B)(6)2019, dr. (B)(6) first suspected that a pedicle screw had broken and ordered a CT scan. On (B)(6)2019, dr. (B)(6) ordered and reviews additional x-ray films of the lumbar spine, which revealed a broken s1 screw. On (B)(6)2019, the patient underwent another lumbar surgery at l4-5 and l5-s1 level to remove the screws originally placed during the procedure on (B)(6)2018. Further, the procedure of (B)(6) 2019, was performed by (B)(6), m.d. During the procedure of (B)(6) 2019, it was found that the screws at the s1 level were fractured. The patient has suffered serious, permanent personal injury; pain and suffering and loss of normal life. It was suspected that the failure was due to inadequately designed the screw system and failed to design the screws that withstand the rigors of everyday activities of daily life. Updated information received from representative state that on 8 ¿ march ¿ 2018: name of procedure lumbar hemilaminectomy, foraminotomy, medial facetectomy l4·6 and l5-s1 from the left ipsilateral and contralateral decompression of ligament for central canal stenosis l4-5 and l5-s1 autologous bone graft harvesting via luken suction trap. Primary transforaminal lumbar interbody fusion of l4-s1 from the left primary posterior lumbar spinal instrumentation l4-5 and l5-s1 bilaterally fluoroscopy for confirmation of surgical level, placement of peek spacers and instrumentation. Intraoperative microscope for micro-dissection technique intraoperative neuromonitoring: free run emg and pedicle screw monitoring patient was a 35 y/o female who presented to the office with complaints of worsening low back pain and bilateral - lower extremity pain, left greater than right with radiation to the ankle and! The top of the foot. In addition to the pain and numbness, she was also having increasing difficulty with ambulation secondary to pain. On review of the most recent MRI, she does have lumbar spondylosis with degenerative changes with spondylolisthesis of the l5-s1 level. Unfortunately, she also has severe degenerative changes with near complete disc height loss at the l4-5 level. The patient underwent multiple conservative treatment options including, medication management, physical therapy and interventional pain management without significant or long-term relief of symptoms. After review of imaging studies, correlation of physical findings and failure to improve with conservative treatment options, I did offer her a transforaminal lumbar interbody fusion of the l4-5 and lo-si levels to decompress the foramen and neural once we marked our incision sites, a surgical timeout was taken to confirm this was the correct patient, we were working at the correct levels and that the preoperative antibiotics were given in a timely fashion. We then were able to infiltrate with 1% lidocaine with epinephrine and then open with a 10 blade. Once this was completed, we were able to dissect with a bovie cautery down to the lumbar dorsal fascia, we were then able to open the lumbar dorsal fascia and use the trocars and multipleap and lateral fluoroscopy images to place the k-wires into l4, l5 and the k-wires into s1 bilaterally. After this was completed, we were then able to open the fascia from k-wire to k-wires unilaterally and then used a mast quadrant dilating retractor system with flex arm to dilate over the l4-l5 facet. Once we dilated over the l4-l5 facet we were able to position the retractor and confirm its location with lateral fluoroscopy. We were then able to bring in the high-speed drill and the intra-operative microscope to assist with the micro dissection portion of the procedure, we then drilled out the l4 lamina to expose the ligament at l4-5 and then resected the ligament to expose the traversing l5 root and the annulus of the disc space. We were also able to decompress the central canal by resecting the ligament on the ipsilateral and contralateral side with foraminotomy kerrison¿s. We then completed our foraminotomy of l4-5 to decompress the traversing l5 root and exiting l4 root using foraminotomy kerrison¿s and straight kerrison punches. All bony fragments were collected via luken suction trap for autologous bone graft harvesting. Once we were happy with our decompression, we then did an annulotomy and aggressive discectomy with the pituitary rongeurs. The endplates were then properly prepared removing alt disc material as well as the cartilaginous endplates, using a series of paddle shavers and serrated curettes. Once the endplates and the disc space were prepared, we were able to size the patient for an 8x26mm graft using trial spacers, the disc space was thoroughly irrigated, and meticulous hemostasis was completed using bipolar cautery. The disc space was then packed with grafton demineralized bone matrix, mastergraft granules and autologous bone graft. Once this was completed, we were then able to pack the peek implant with the same mixture and then implanted it into the l4-15 interspace. We then confirmed the placement of the graft with intraoperative fluoroscopy, once we were happy with the placement of the graft, we were then able to irrigate with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. We were then able to explore the foramen again at the l4-l5 levels to ensure adequate decompression. After this was completed, we were then able to extend the fascia from k-wire to k-wire unilaterally and then used a mast quadrant dilating retractor system with flex arm to dilate over the l5-s1 face; once we dilated over the l5-$1 facet we were able to position the retractor and confirm its location with lateral fluoroscopy, we were then able to bring in the high-speed drill and the intra-operative microscope to assist with the micro dissection portion of the procedure. We then drilled out the remainder of the l5 lamina to expose the ligament at l5-s1 and then resected the ligament to expose the traversing si root and the annulus of the disc space. We were also able to decompress the central canal by resecting the ligament on the ipsilateral and contralateral side with foraminotomy kerrison¿s. We then completed our foraminotomy of l5-s1 to decompress the traversing si root and exiting l6 root using foraminotomy kerrison¿s and straight kerrison punches. All bony fragments were collected via luken suction trap for autologous bone graft harvesting. Once we are happy with our decompression, we then did an annulotomy and aggressive discectomy with the pituitary rongeurs. The endplates were then properly prepared removing all disc material as well as the cartilaginous endplates, using a series of paddle shavers and serrated curettes. Once the endplates and the disc space were prepared, we were able to size the patient for a 28x8mm elevate expandable interbody graft using trial spacers. The disc space was thoroughly irrigated, and meticulous hemostasis was completed using bipolar cautery, the disc space was then packed with grafton demineralized bone matrix, mastergraft granules and autologous bone graft. Once this was completed, we were then able to pack the implant with the same mixture and then implanted it into the ls-s1 interspace, we then confirmed the placement of the graft with intraoperative fluoroscopy. We were then able to expand the graft to maximum safe elevation. Once we were happy with the placement of the graft, we were then able to irrigate with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. We were then able to explore the foramen again at the l6-s1 levels to ensure adequate decompression, we were feeble to then remove the quadrant dilator system and then move onto the pedicle screw portion of the case. We were able to dilate over each of the k-wires individually. Once we dilated, we were then able to tap using a 6.5mm tap. We were then able to place 7.5x50mm screws using the sextant reduction system into the l4 and l5 pedicles bilaterally and 7.5x45mm screws into the s1 pedicles bilaterally, once all of the screws were placed, we used neuromonitoring probes with stimulated emg to ensure appropriate placement, all impedances were within acceptable limits we then were able to hook up the sextant swing arm system and were able to swing a 60mm rod in between the heads of the u, l5 and si screws bilaterally using a cephalad to caudal approach, we were then able to reduce down onto l5 and locked down the screws with the cap screws, once this was completed, we were able to lock down the screws at l4 and s1, all of the screws were torqued to the appropriate torque, and then the sextant system was removed and final ap and lateral fluoroscopy images were taken. Once we were happy with the final ap and lateral fluoroscopy images, we irrigated with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. We were then able to dose the fascia with 0 nurolon and use intramuscular maroalne for postoperative pain control. We were then able to close the skin with 2-0 and 3-0 vicryl, mastlsol, stert-strips, telfa, and biooclusive dressing.in addition to intra-operative pedicle screw testing, we were also running free-running emgs throughout the case. All irritation noted at the beginning of the procedure was completely resolved at dosing. Overall, the patient did very well and went to postoperative recovery in stable condition. Radiology report: total fluoroscopic time was 4 minutes 6 seconds. Examination demonstrate posterior fusion and discectomy at l4, l5 and s1. Impression: intraoperative view of lumbar spine. On (B)(6)2018: patient came for follow up visit and at this time, she is doing well and offers no specific complaints. Incisions are healing without concern and neurologically she is stable. Activity restrictions as well as signs and symptoms to report were described to the patient in detail. To assist with pain, we offered a prescription for percocet as well as valium. On (B)(6)2018: patient on her follow up visit had spine xray lumbosacral min of 4 views and results include plain films of the lumbar spine, ap and lateral with flexion-extension views are obtained and reviewed. There is evidence of diffuse lumbar spondylosis with lumbar interbody fusion at the l4 5 and l5-s1 level. There is no evidence of screw loosening hardware failure noted. There are no further anterior subluxations, fractures or lytic lesions noted. At this time, she is doing well. Incisions are healed and offer no concerns. Neurologically, she is stable. We did obtain plain films in the office today which does show good placement of the lumbar instrumentation. On (B)(6)2018: patient came for follow-up and to review her x-rays from her last visit. The instrumentation is all intact and clinically she is doing fairly well at this time. She does have some neck and thoracic pain and I did review her imaging studies from carbondale. She does have some mild degenerative changes and I think we can get her set up with dr. (B)(6) for some possible injections. I did tell amber I would like to see her back in 3 months with a new CT scan of her lumbar spine to better evaluate her instrumentation and fusion. On (B)(6)2018: patient had CT lumbar spine without contrast. Vertebral bodies demonstrate no acute compression fracture or subl uxation. Disc spacer material is noted at l4-l5 and l5-s1. There is scattered moderate facet arthropathy. The posterior fusion hardware demonstrates no hardware loosening or fracture. There is no significant facet arthropathy in the lumbar spine above the level of surgery. There is no lytic or blastic lesion. There is no displaced fracture. Small posterior anterior disc osteophytes are noted from l4-s1. There is a linear lucency through the posterior right l4 lamina on image 54. L1-l2: normal l2-l3: normal l3-l4: small broad-based disc bulge and facet arthropathy with no central or neural foraminal narrowing. L4-l5: posterior disc osteophytes and facet arthropathy with no significant central or neural foraminal narrowing. L5-s1: narrowing and facet arthropathy with postsurgical changes with no central, but moderate bilateral neural foraminal narrowing. Limited views of the soft tissues are unremarkable. Impression: 1.no acute compression fracture or subluxation. 2. Linear lucency in the posterior right lamina at all of may represent a chronic process versus subtle fracture. 3. Postsurgical changes from l4-s1 with stable posterior fusion hardware without evidence of hardware fracture or lucency. 4. Scattered degenerative disease with moderate bilateral neural foraminal narrowing at l5-s1. On (B)(6)2018: patient came for follow-up and to review her imaging studies of the lumbar spine. All of her instrumentation appears intact and clinically she is doing well although she does have some residual back pain and leg pain. On (B)(6)2018: patient came for follow-up and to review her imaging studies lumbar spine. All of her insurance mentation is intact however clinically she is still having back and thoracic pain. She may be a good candidate for spinal cord stimulator however I would like to see her back in march with a new CT scan of the lumbar spine. If she appears to be fusing, we may do another MRI if the pain continues. On (B)(6)2019, post op in her follow-up visit to review her x-rays of the lumbar spine. All of her instrumentation appears intact however surgeon was concerned that she may have a fracture along the s1 screws as seen in one of the images. She is still having a significant degree of back pain and therefore I do think it is worthwhile to get a CT for 2 reasons first to see if there is any damage to her s1 screws which could explain her pain and second to check on her fusion. On (B)(6)2019: patient came for follow-up and to review her imaging studies of the lumbar spine. Unfortunately the CT scan was denied and therefore it is difficult to say for sure whether there is any wallowing of the remaining screws however we did repeat her flexion-extension films today with a deep flexion which did show some gapping and the s1 screws are clearly broken. Because of this I did offer her to revise the posterior pedicle screw instrumentation and change it out for stainless steel instrumentation which is stronger. I did explain the risks and benefits of this procedure with her at length and she would like to proceed. On (B)(6)2019: patient came for follow up visit. She presents with pain. The symptoms occur constantly. Currently the patient states that the symptoms are moderate. The pain is described as constant, hot burning, pressure, tingling, shooting, spasms, stabbing and throbbing. She rates her current pain as 6/10. The symptoms are aggravated by activity, changing positions, exercise, lifting, laying down, sitting, standing, walking, work. Amber states that the symptoms are relieved by heat ice laying down medications sitting and rest. She has tried physical therapy after surgery and has not tried chiropractic¿s. She is not on a blood thinner. On (B)(6)2019: patient came for follow up visit and she recommend surgery for replacement of her fractured bilateral s1 screws has been denied by her insurance even though the instrumentation failure itself was not cause by pseudoarthrosis or poor healing secondary to her smoking but from primary mechanical failure of the instrumentation. Currently, symptoms are more severe and significantly affecting her activities of daily living. She is now having increasing difficulty with gait abnormality secondary to inversion of the left foot and weakness in the left lower extremity which was not present on previous exam. In addition, on plain films obtained in the office today there is increased displacement of the bilateral fractured s1 screws with increased mobility of the posterior instrumentation. We have offered a referral for a second opinion to assist with approval with insurance. She has currently been on chantix for 4-6 weeks and it is still our recommendation for revision of her posterior instrumentation with stainless steel screws. On (B)(6)2019: the patient was explained that in order to have her surgery she must be smoke free for 4 weeks and have the labs to prove it. This is the second time her surgery has been denied for this reason. On (B)(6)2019: patient complaints for pain. The problem is worse. She rates her current pain as 7/10. On (B)(6)2019: patient came for follow up visit and second opinion for recommendations for surgery for failed hardware. Amber was evaluated by dr. (B)(6) and he did agree that she does in fact have broken screws at the s1 level which needs to be addressed with surgical correction. We would not recommend consideration for a pain pump or spinal cord stimulator secondary to the fact that she is primarily dealing with pain associated with the failed instrumentation and a pain generator that may dramatically improve with surgical revision of her screws. We will resubmit recommendations for revision of posterior instrumentation with dr. (B)(6) notes confirming failure. On (B)(6)2019: patient came for follow up visit she presents with pain. The problem is fluctuating. She rates her current pain as 5/10. On (B)(6)2019: patient came for follow up visit and she state that she needs to pre-certify the surgery, and therefore, we will await to hear from her with an authorization number. Once obtained, we will schedule her for a revision of her posterior pedicle screw instrumentation from l4-s1 bilaterally. On (B)(6)2019: patient received a message from (B)(6) from heins agency and the patient¿s surgery has been denied due to her smoking. Nurse gave her a call to ensure she was aware of this, once again patient was told we are not doing anything further until she quits smoking. On (B)(6)2019: surgery has been scheduled with (B)(6) do on (B)(6)2019, appointment for preop registration and preop testing is scheduled on (B)(6)2019 and appointment for preop history and physical and medical clearance is scheduled 0n (B)(6)2019 at (B)(6). Post op appointment at (B)(6)2019. On (B)(6)2019: patient came for follow up visit and she was present with pain. The problem is fluctuating. She rates her current pain as 6/10. On (B)(6)2019: MRI of the lumbar spine without contrast: multiplanar, multisequence mr imaging of the lumbar spine was performed without contrast. There are no comparison studies. Sagittal images demonstrate moderate susceptibility artifact related to posterior fusion hardware at l4 through s1. There is grade 1 anterolisthesis of l4 relative to l3. Moderate type 2 endplate changes at l4-5 and l5-s1. Sagittal stir images show no evidence of marrow edema. The conus tip is visualized at the l1 level; it appears unremarkable. The axial images are reviewed level by level. L5-s1: previous instrumented fusion is noted. There is normal patency of the spinal canal and neural foramina. There is no obvious disc herniation. L4-5: previous instrumented fusion with normal patency of the spinal canal and no evidence of significant neural foraminal narrowing or recurrent disc herniation. L3-4: grade 1 spondylolisthesis with mild posterior uncovering of the disc and bilateral facet overgrowth is present. No disc herniation is identified. There is normal patency of spinal canal. Mild bilateral neural foraminal narrowing is present. L2-3: unremarkable. L1-2: unremarkable. Impression: 1. Evidence of previous instrumented posterior fusion at l4-5 and l5-s1, with moderate susceptibility artifact associated with the hardware. There are no specific MRI findings to indicate pseudoarthrosis. CT would be more sensitive to evaluate for hardware failure. 2. Moderate type 2 endplate changes are noted at l4-5 and l5-s1. 3. No evidence of spinal stenosis is identified. There is no obvious disc herniation. Grade 1 spondylolisthesis is present at l3-4. There is mild bilateral neural foraminal narrowing at l3-4. On (B)(6)2019: name of procedure: removal of posterior pedicle screws l4, l5 and s1 with interconnecting rods. Replacement of bilateral posterior pedicle screws. L4, l5 and s1 and interconnecting rods with stainless steel instrumentation. Lumbar facet arthrodesis l4-s1 bilaterally. Fluoroscopy for confirmation of surgical level, placement of peek spacers and instrumentation. Intra-operative neuromonitoring: free run emg and pedicle screw monitoring. Patient is a 37 y/o female who presented to the office with complaints of worsening low back pain and bilateral lower extremity pain after having a fairly successful lumbar interbody fusion of the l4-s1 level. Unfortunately, symptoms recently worsened, and therefore, we did obtain plain films in the office as well as a CT scan of the lumbar spine which did offer concerns regarding fracture of the bilateral s1 screws. The patient underwent multiple conservative treatment options without significant or long-term relief of symptoms. After review of imaging studies, correlation of physical findings and failure to improve with conservative treatment options, I did offer her a revision of his posterior instrumentation with stainless steel screws to assist with fusion at the l5-s1 level. We did discuss that if this fusion was riot successful that it may be necessary to refer her for consideration future. The risks and expected benefits of the procedure were described to the patient in detail including bleeding, infection, paralysis, coma, death need for reoperation, and failure to improve as well as a host of other complications that can occur with this type of surgery in general. Patient understood the risks and benefits and wished to proceed with surgery. The physician assistant assisting with this procedure was utilized throughout the procedure for positioning, retraction, instrumentation placement, wound closure, and dressing application. Her participation as a surgical assistant was necessary and appropriate. Procedure in detail: the patient was brought to the operative suite and put under general anesthetic. Once under general anesthetic, she was then turned onto the jackson table and we padded all the appropriate points. Once we padded all the appropriate points, she was then prepped and draped in a sterile fashion using a s-minute duraprep scrub, sterile towels, loban, and sterile drapes. Once this was completed, we were able to bring in ap and lateral fluoroscopy and mark our incision sites. Once we marked our incision sites, a surgical timeout was taken to confirm this was the correct patient, we were working at the correct levels. And that the preoperative antibiotics were. Given in a timely fashion. We then were able to infiltrate with 1% lidocaine with epinephrine and then open with a 1o blade. Once this was completed, we were · able to dissect with a bovie cautery down to the lumbar dorsal fascia. We were then able to open the lumbar dorsal fascia and dissect down over the previous instrumentation. The physician assistant and I were able to remove the cap screws and the interconnecting rod on the right and then removed the l4 and l5 screws and replaced them with 27.5x5omm stainless steel screws. We then were able to remove the fractured screw at s1 and replaced it with an 8.5x45mm stainless steel screw. After this was completed, we were then able to cut a 6.35 x55mm rod and placed it in between the heads of the l4, ls and s1 screws and locked it down with cap screws. We then were able to infiltrate with 1% lidocaine with epinephrine and then open with a 10 blade on the left. Once again, we were able to dissect with a bovie cautery down to the lumbar dorsal fascia. We were then able to open the lumbar dorsal fascia and dissect down over the previous instrumentation. The physician as sistant and I were again able to remove the cap screws and the interconnecting rod on the left and then removed the l4 and l5 screws and replaced them with a 7.5x5omm stainless steel screw. We did find that the s1 screw on the left was also fractured. We then were able to remove the fracture screw at s1 and replaced it with an 8.5x45mm stainless steel screw. After this was completed, we were then able to cut a 6.35mm rod and placed it in between the heads of the l4, l5 and s1 screws and locked it down with cap screws. All of the screws were torqued to the appropriate torque, and then we obtained ap and lateral fluoroscopy images. Once we were happy with the final ap and lateral fluoroscopy images, we irrigated with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. The physician assistant was then able to close the fascia with o nurolon and use intramuscular marcaine for postoperative pain control. She then closed the skin with 2-0 and 3-0 vlcryl, mastisol, steri-strips, telfa, and biooclusive dressing. In addition to intra-operative pedicle screw testing, we were also running free-running emgs throughout the case. All irritation noted at the beginning of the procedure was completely resolved at closing. Overall, the patient did very well and went to postoperative recovery in stable condition. Radiology report: multiple intraoperative views of the lumbar spine were performed and demonstrate posterior fusion and discectomy again noted at l4, l5 and s1. On (B)(6) 2019: patient came for follow up visit she is now approximately 6 weeks s/p her revision of her lumbar fusion and is doing well. Incision is healed and neurologically, she is stable. Activity restrictions as well as signs and symptoms to report were described to the patient in detail. To assist with spasm, we did offer a refill on her valium and for pain, we did refill her percocet. She will follow up with us in 6 weeks to check her progress. On (B)(6)2020: patient came for follow up visit at this time, she is doing well and offers no complaints. Incisions are healed and neurologically, he is stable. Activity restrictions as well as signs and symptoms to report were described to the patient in detail. She voiced understanding and will follow up with us in 3 months with CT scan of the lumbar spine without contrast to assess her fusion. To assist with pain, we did offer a prescription for norco and baclofen for spasm. She will continue pain medication with pain management in the future. On (B)(6)2020: patient came for follow up visit to review her imaging studies of the lumbar spine. Unfortunately her CT was denied sewed is difficult to say for sure whether she is fused however all of her instrumentation appears intact. I would like to see her back in 6 months to check on her progress. On (B)(6)2020: patient came for follow up visit to review her imaging studies the lumbar spine. All of her instrumentation is intact however she is still having severe neck and thoracic pain as well as some back pain. I would like to start some physical therapy with her cervical spine and we will work on getting the cervical spine MRI to better evaluate her arm pain. I look forward to seeing her at her next visit.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product identifier is unknown, hence 510k # is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from the consumer via a company representative for solera screw regarding a spinal therapy. It was reported that the solera screw was broken after the surgery. On (B)(6) 2018: the patient underwent a lumbar surgery that include implantation of capstone peek implant x 4, mastergraft granules, grafion orthoblend demineralized bone matrix, autologous bone graft harvested from lumbar decompression via luken suction trap and cd horizon solera sextant 0.475mm cannulated spinal reduction screw system performed by (B)(6), m.d. On (B)(6) 2019, dr. (B)(6) first suspected that a pedicle screw had broken and ordered a CT scan. On (B)(6) 2019, dr. (B)(6) ordered and"reviews additional x-ray films of the lumbar spine, which revealed a broken s1 screw. On (B)(6) 2019, the patient underwent another lumbar surgery at l4-5 and l5-s1 level to remove the screws originally placed during the procedure on (B)(6) 2018. Further, the procedure of (B)(6) 2019, was performed by (B)(6), m.d. During the procedure of (B)(6) 2019, it was found that the screws at the s1 level were fractured. The patient has suffered serious, permanent personal injury; pain and suffering and loss of normal life. It was suspected that the failure was due to inadequately designed the screw system and failed to design the screws that withstand the rigors of everyday activities of daily life. Updated information received from representative state that on (B)(6) 2018: name of procedure lumbar hemilaminectomy, foraminotomy, medial facetectomy l4·6 and l5-s1 from the left ipsilateral and contralateral decompression of ligament for central canal stenosis l4-5 and l5-s1 autologous bone graft harvesting via luken suction trap. Primary transforaminal lumbar interbody fusion of l4-s1 from the left primary posterior lumbar spinal instrumentation l4-5 and l5-s1 bilaterally fluoroscopy for confirmation of surgical level, placement of peek spacers and instrumentation. Intraoperative microscope for micro-dissection technique intraoperative neuromonitoring: free run emg and pedicle screw monitoring patient was a 35 y/o female who presented to the office with complaints of worsening low back pain and bilateral - lower extremity pain, left greater than right with radiation to the ankle and! The top of the foot. In addition to the pain and numbness, she was also having increasing difficulty with ambulation secondary to pain. On review of the most recent MRI, she does have lumbar spondylosis with degenerative changes with spondylolisthesis of the l5-s1 level. Unfortunately, she also has severe degenerative changes with near complete disc height loss at the l4-5 level. The patient underwent multiple conservative treatment options including, medication management, physical therapy and interventional pain management without significant or long-term relief of symptoms. After review of imaging studies, correlation of physical findings and failure to improve with conservative treatment options, I did offer her a transforaminal lumbar interbody fusion of the l4-5 and lo-si levels to decompress the foramen and neural once we marked our incision sites, a surgical timeout was taken to confirm this was the correct patient, we were working at the correct levels and that the preoperative antibiotics were given in a timely fashion. We then were able to infiltrate with 1% lidocaine with epinephrine and then open with a 10 blade. Once this was completed, we were able to dissect with a bovie cautery down to the lumbar dorsal fascia, we were then able to open the lumbar dorsal fascia and use the trocars and multipleap and lateral fluoroscopy images to place the k-wires into l4, l5 and the k-wires into s1 bilaterally. After this was completed, we were then able to open the fascia from k-wire to k-wires unilaterally and then used a mast quadrant dilating retractor system with flex arm to dilate over the l4-l5 facet. Once we dilated over the l4-l5 facet we were able to position the retractor and confirm its location with lateral fluoroscopy. We were then able to bring in the high-speed drill and the intra-operative microscope to assist with the micro dissection portion of the procedure, we then drilled out the l4 lamina to expose the ligament at l4-5 and then resected the ligament to expose the traversing l5 root and the annulus of the disc space. We were also able to decompress the central canal by resecting the ligament on the ipsilateral and contralateral side with foraminotomy kerrison¿s. We then completed our foraminotomy of l4-5 to decompress the traversing l5 root and exiting l4 root using foraminotomy kerrison¿s and straight kerrison punches. All bony fragments were collected via luken suction trap for autologous bone graft harvesting. Once we were happy with our decompression, we then did an annulotomy and aggressive discectomy with the pituitary rongeurs. The endplates were then properly prepared removing alt disc material as well as the cartilaginous endplates, using a series of paddle shavers and serrated curettes. Once the endplates and the disc space were prepared, we were able to size the patient for an 8x26mm graft using trial spacers, the disc space was thoroughly irrigated, and meticulous hemostasis was completed using bipolar cautery. The disc space was then packed with grafton demineralized bone matrix, mastergraft granules and autologous bone graft. Once this was completed, we were then able to pack the peek implant with the same mixture and then implanted it into the l4-15 interspace. We then confirmed the placement of the graft with intraoperative fluoroscopy, once we were happy with the placement of the graft, we were then able to irrigate with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. We were then able to explore the foramen again at the l4-l5 levels to ensure adequate decompression. After this was completed, we were then able to extend the fascia from k-wire to k-wire unilaterally and then used a mast quadrant dilating retractor system with flex arm to dilate over the l5-s1 face; once we dilated over the l5-s1 facet we were able to position the retractor and confirm its location with lateral fluoroscopy, we were then able to bring in the high-speed drill and the intra-operative microscope to assist with the micro dissection portion of the procedure. We then drilled out the remainder of the l5 lamina to expose the ligament at l5-s1 and then resected the ligament to expose the traversing si root and the annulus of the disc space. We were also able to decompress the central canal by resecting the ligament on the ipsilateral and contralateral side with foraminotomy kerrison¿s. We then completed our foraminotomy of l5-s1 to decompress the traversing si root and exiting l6 root using foraminotomy kerrison¿s and straight kerrison punches. All bony fragments were collected via luken suction trap for autologous bone graft harvesting. Once we are happy with our decompression, we then did an annulotomy and aggressive discectomy with the pituitary rongeurs. The endplates were then properly prepared removing all disc material as well as the cartilaginous endplates, using a series of paddle shavers and serrated curettes. Once the endplates and the disc space were prepared, we were able to size the patient for a 28x8mm elevate expandable interbody graft using trial spacers. The disc space was thoroughly irrigated, and meticulous hemostasis was completed using bipolar cautery, the disc space was then packed with grafton demineralized bone matrix, mastergraft granules and autologous bone graft. Once this was completed, we were then able to pack the implant with the same mixture and then implanted it into the ls-s1 interspace, we then confirmed the placement of the graft with intraoperative fluoroscopy. We were then able to expand the graft to maximum safe elevation. Once we were happy with the placement of the graft, we were then able to irrigate with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. We were then able to explore the foramen again at the l6-s1 levels to ensure adequate decompression, we were feeble to then remove the quadrant dilator system and then move onto the pedicle screw portion of the case. We were able to dilate over each of the k-wires individually. Once we dilated, we were then able to tap using a 6.5mm tap. We were then able to place 7.5x50mm screws using the sextant reduction system into the l4 and l5 pedicles bilaterally and 7.5x45mm screws into the s1 pedicles bilaterally, once all of the screws were placed, we used neuromonitoring probes with stimulated emg to ensure appropriate placement, all impedances were within acceptable limits we then were able to hook up the sextant swing arm system and were able to swing a 60mm rod in between the heads of the u, l5 and si screws bilaterally using a cephalad to caudal approach, we were then able to reduce down onto l5 and locked down the screws with the cap screws, once this was completed, we were able to lock down the screws at l4 and s1, all of the screws were torqued to the appropriate torque, and then the sextant system was removed and final ap and lateral fluoroscopy images were taken. Once we were happy with the final ap and lateral fluoroscopy images, we irrigated with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. We were then able to dose the fascia with 0 nurolon and use intramuscular maroalne for postoperative pain control. We were then able to close the skin with 2-0 and 3-0 vicryl, mastlsol, stert-strips, telfa, and biooclusive dressing. In addition to intra-operative pedicle screw testing, we were also running free-running emgs throughout the case. All irritation noted at the beginning of the procedure was completely resolved at dosing. Overall, the patient did very well and went to postoperative recovery in stable condition. Radiology report: total fluoroscopic time was 4 minutes 6 seconds. Examination demonstrate posterior fusion and discectomy at l4, l5 and s1. Impression: intraoperative view of lumbar spine. On (B)(6) 2018: patient came for follow up visit and at this time, she is doing well and offers no specific complaints. Incisions are healing without concern and neurologically she is stable. Activity restrictions as well as signs and symptoms to report were described to the patient in detail. To assist with pain, we offered a prescription for percocet as well as valium. On (B)(6) 2018: patient on her follow up visit had spine xray lumbosacral min of 4 views and results include plain films of the lumbar spine, ap and lateral with flexion-extension views are obtained and reviewed. There is evidence of diffuse lumbar spondylosis with lumbar interbody fusion at the l4 5 and l5-s1 level. There is no evidence of screw loosening hardware failure noted. There are no further anterior subluxations, fractures or lytic lesions noted. At this time, she is doing well. Incisions are healed and offer no concerns. Neurologically, she is stable. We did obtain plain films in the office today which does show good placement of the lumbar instrumentation. On (B)(6) 2018: patient came for follow-up and to review her x-rays from her last visit. The instrumentation is all intact and clinically she is doing fairly well at this time. She does have some neck and thoracic pain and I did review her imaging studies from (B)(6). She does have some mild degenerative changes and I think we can get her set up with dr. (B)(6) for some possible injections. I did tell (B)(6) I would like to see her back in 3 months with a new CT scan of her lumbar spine to better evaluate her instrumentation and fusion. On (B)(6) 2018: patient had CT lumbar spine without contrast. Vertebral bodies demonstrate no acute compression fracture or subluxation. Disc spacer material is noted at l4-l5 and l5-s1. There is scattered moderate facet arthropathy. The posterior fusion hardware demonstrates no hardware loosening or fracture. There is no significant facet arthropathy in the lumbar spine above the level of surgery. There is no lytic or blastic lesion. There is no displaced fracture. Small posterior anterior disc osteophytes are noted from l4-s1. There is a linear lucency through the posterior right l4 lamina on image 54. L1-l2: normal l2-l3: normal l3-l4: small broad-based disc bulge and facet arthropathy with no central or neural foraminal narrowing. L4-l5: posterior disc osteophytes and facet arthropathy with no significant central or neural foraminal narrowing. L5-s1: narrowing and facet arthropathy with postsurgical changes with no central, but moderate bilateral neural foraminal narrowing. Limited views of the soft tissues are unremarkable. Impression: no acute compression fracture or subluxation. Linear lucency in the posterior right lamina at all of may represent a chronic process versus subtle fracture. Postsurgical changes from l4-s1 with stable posterior fusion hardware without evidence of hardware fracture or lucency. Scattered degenerative disease with moderate bilateral neural foraminal narrowing at l5-s1. On (B)(6) 2018: patient came for follow-up and to review her imaging studies of the lumbar spine. All of her instrumentation appears intact and clinically she is doing well although she does have some residual back pain and leg pain. On (B)(6) 2018: patient came for follow-up and to review her imaging studies lumbar spine. All of her insurance mentation is intact however clinically she is still having back and thoracic pain. She may be a good candidate for spinal cord stimulator however I would like to see her back in (B)(6) with a new CT scan of the lumbar spine. If she appears to be fusing, we may do another MRI if the pain continues. On (B)(6) 2019, post op in her follow-up visit to review her x-rays of the lumbar spine. All of her instrumentation appears intact however surgeon was concerned that she may have a fracture along the s1 screws as seen in one of the images. She is still having a significant degree of back pain and therefore I do think it is worthwhile to get a CT for 2 reasons first to see if there is any damage to her s1 screws which could explain her pain and second to check on her fusion. On (B)(6) 2019: patient came for follow-up and to review her imaging studies of the lumbar spine. Unfortunately the CT scan was denied and therefore it is difficult to say for sure whether there is any wallowing of the remaining screws however we did repeat her flexion-extension films today with a deep flexion which did show some gapping and the s1 screws are clearly broken. Because of this I did offer her to revise the posterior pedicle screw instrumentation and change it out for stainless steel instrumentation which is stronger. I did explain the risks and benefits of this procedure with her at length and she would like to proceed. On (B)(6) 2019: patient came for follow up visit. She presents with pain. The symptoms occur constantly. Currently the patient states that the symptoms are moderate. The pain is described as constant, hot burning, pressure, tingling, shooting, spasms, stabbing and throbbing. She rates her current pain as 6/10. The symptoms are aggravated by activity, changing positions, exercise, lifting, laying down, sitting, standing, walking, work. (B)(6) states that the symptoms are relieved by heat ice laying down medications sitting and rest. She has tried physical therapy after surgery and has not tried chiropractic¿s. She is not on a blood thinner. On (B)(6) 2019: patient came for follow up visit and she recommend surgery for replacement of her fractured bilateral s1 screws has been denied by her insurance even though the instrumentation failure itself was not cause by pseudoarthrosis or poor healing secondary to her smoking but from primary mechanical failure of the instrumentation. Currently, symptoms are more severe and significantly affecting her activities of daily living. She is now having increasing difficulty with gait abnormality secondary to inversion of the left foot and weakness in the left lower extremity which was not present on previous exam. In addition, on plain films obtained in the office today there is increased displacement of the bilateral fractured s1 screws with increased mobility of the posterior instrumentation. We have offered a referral for a second opinion to assist with approval with insurance. She has currently been on chantix for 4-6 weeks and it is still our recommendation for revision of her posterior instrumentation with stainless steel screws. On (B)(6) 2019: the patient was explained that in order to have her surgery she must be smoke free for 4 weeks and have the labs to prove it. This is the second time her surgery has been denied for this reason. On (B)(6) 2019: patient complaints for pain. The problem is worse. She rates her current pain as 7/10. On (B)(6) 2019: patient came for follow up visit and second opinion for recommendations for surgery for failed hardware. Amber was evaluated by dr. (B)(6) and he did agree that she does in fact have broken screws at the s1 level which needs to be addressed with surgical correction. We would not recommend consideration for a pain pump or spinal cord stimulator secondary to the fact that she is primarily dealing with pain associated with the failed instrumentation and a pain generator that may dramatically improve with surgical revision of her screws. We will resubmit recommendations for revision of posterior instrumentation with dr. (B)(6) notes confirming failure. On (B)(6) 2019: patient came for follow up visit she presents with pain. The problem is fluctuating. She rates her current pain as 5/10. On (B)(6) 2019: patient came for follow up visit and she state that she needs to pre-certify the surgery, and therefore, we will await to hear from her with an authorization number. Once obtained, we will schedule her for a revision of her posterior pedicle screw instrumentation from l4-s1 bilaterally. On (B)(6) 2019: patient received a message from (B)(6) from (B)(6) agency and the patient¿s surgery has been denied due to her smoking. Nurse gave her a call to ensure she was aware of this, once again patient was told we are not doing anything further until she quits smoking. On (B)(6) 2019: surgery has been scheduled with (B)(6) do on (B)(6) 2019, appointment for preop registration and preop testing is scheduled on (B)(6) 2019 and appointment for preop history and physical and medical clearance is scheduled on (B)(6) 2019 at (B)(6). Post op appointment at (B)(6) on (B)(6) 2019. On (B)(6) 2019: patient came for follow up visit and she was present with pain. The problem is fluctuating. She rates her current pain as 6/10. On (B)(6) 2019: MRI of the lumbar spine without contrast: multiplanar, multisequence mr imaging of the lumbar spine was performed without contrast. There are no comparison studies. Sagittal images demonstrate moderate susceptibility artifact related to posterior fusion hardware at l4 through s1. There is grade 1 anterolisthesis of l4 relative to l3. Moderate type 2 endplate changes at l4-5 and l5-s1. Sagittal stir images show no evidence of marrow edema. The conus tip is visualized at the l1 level; it appears unremarkable. The axial images are reviewed level by level. L5-s1: previous instrumented fusion is noted. There is normal patency of the spinal canal and neural foramina. There is no obvious disc herniation. L4-5: previous instrumented fusion with normal patency of the spinal canal and no evidence of significant neural foraminal narrowing or recurrent disc herniation. L3-4: grade 1 spondylolisthesis with mild posterior uncovering of the disc and bilateral facet overgrowth is present. No disc herniation is identified. There is normal patency of spinal canal. Mild bilateral neural foraminal narrowing is present. L2-3: unremarkable. L1-2: unremarkable. Impression: evidence of previous instrumented posterior fusion at l4-5 and l5-s1, with moderate susceptibility artifact associated with the hardware. There are no specific MRI findings to indicate pseudoarthrosis. CT would be more sensitive to evaluate for hardware failure. Moderate type 2 endplate changes are noted at l4-5 and l5-s1. No evidence of spinal stenosis is identified. There is no obvious disc herniation. Grade 1 spondylolisthesis is present at l3-4. There is mild bilateral neural foraminal narrowing at l3-4. On (B)(6) 2019: name of procedure: removal of posterior pedicle screws l4, l5 and s1 with interconnecting rods. Replacement of bilateral posterior pedicle screws. L4, l5 and s1 and interconnecting rods with stainless steel instrumentation. Lumbar facet arthrodesis l4-s1 bilaterally. Fluoroscopy for confirmation of surgical level, placement of peek spacers and instrumentation. Intra-operative neuromonitoring: free run emg and pedicle screw monitoring. Patient is a (B)(6) y/o female who presented to the office with complaints of worsening low back pain and bilateral lower extremity pain after having a fairly successful lumbar interbody fusion of the l4-s1 level. Unfortunately, symptoms recently worsened, and therefore, we did obtain plain films in the office as well as a CT scan of the lumbar spine which did offer concerns regarding fracture of the bilateral s1 screws. The patient underwent multiple conservative treatment options without significant or long-term relief of symptoms. After review of imaging studies, correlation of physical findings and failure to improve with conservative treatment options, I did offer her a revision of his posterior instrumentation with stainless steel screws to assist with fusion at the l5-s1 level. We did discuss that if this fusion was riot successful that it may be necessary to refer her for consideration future. The risks and expected benefits of the procedure were described to the patient in detail including bleeding, infection, paralysis, coma, death need for reoperation, and failure to improve as well as a host of other complications that can occur with this type of surgery in general. Patient understood the risks and benefits and wished to proceed with surgery. The physician assistant assisting with this procedure was utilized throughout the procedure for positioning, retraction, instrumentation placement, wound closure, and dressing application. Her participation as a surgical assistant was necessary and appropriate. Procedure in detail: the patient was brought to the operative suite and put under general anesthetic. Once under general anesthetic, she was then turned onto the jackson table and we padded all the appropriate points. Once we padded all the appropriate points, she was then prepped and draped in a sterile fashion using a s-minute duraprep scrub, sterile towels, loban, and sterile drapes. Once this was completed, we were able to bring in ap and lateral fluoroscopy and mark our incision sites. Once we marked our incision sites, a surgical timeout was taken to confirm this was the correct patient, we were working at the correct levels. And that the preoperative antibiotics were. Given in a timely fashion. We then were able to infiltrate with 1% lidocaine with epinephrine and then open with a 1o blade. Once this was completed, we were · able to dissect with a bovie cautery down to the lumbar dorsal fascia. We were then able to open the lumbar dorsal fascia and dissect down over the previous instrumentation. The physician assistant and I were able to remove the cap screws and the interconnecting rod on the right and then removed the l4 and l5 screws and replaced them with 27.5x5omm stainless steel screws. We then were able to remove the fractured screw at s1 and replaced it with an 8.5x45mm stainless steel screw. After this was completed, we were then able to cut a 6.35 x55mm rod and placed it in between the heads of the l4, ls and s1 screws and locked it down with cap screws. We then were able to infiltrate with 1% lidocaine with epinephrine and then open with a 10 blade on the left. Once again, we were able to dissect with a bovie cautery down to the lumbar dorsal fascia. We were then able to open the lumbar dorsal fascia and dissect down over the previous instrumentation. The physician assistant and I were again able to remove the cap screws and the interconnecting rod on the left and then removed the l4 and l5 screws and replaced them with a 7.5x5omm stainless steel screw. We did find that the s1 screw on the left was also fractured. We then were able to remove the fracture screw at s1 and replaced it with an 8.5x45mm stainless steel screw. After this was completed, we were then able to cut a 6.35mm rod and placed it in between the heads of the l4, l5 and s1 screws and locked it down with cap screws. All of the screws were torqued to the appropriate torque, and then we obtained ap and lateral fluoroscopy images. Once we were happy with the final ap and lateral fluoroscopy images, we irrigated with copious amounts of antibiotic saline and got meticulous hemostasis with the bipolar cautery. The physician assistant was then able to close the fascia with o nurolon and use intramuscular marcaine for postoperative pain control. She then closed the skin with 2-0 and 3-0 vlcryl, mastisol, steri-strips, telfa, and biooclusive dressing. In addition to intra-operative pedicle screw testing, we were also running free-running emgs throughout the case. All irritation noted at the beginning of the procedure was completely resolved at closing. Overall, the patient did very well and went to postoperative recovery in stable condition. Radiology report: multiple intraoperative views of the lumbar spine were performed and demonstrate posterior fusion and discectomy again noted at l4, l5 and s1.